Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The distal tip of the device was broken, no fragments were returned. There were clear shear marks at the fracture site. There were surface scratches and nicks consistent with normal wear along the shaft of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined it is possible the device experienced unintended forces leading to the breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2019. Reporter is a depuy employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the surgeon placed pedicle screws into hard bone and tried to redirect the screw. At the end of the case, they noticed that the tips had broken. Procedure outcome is unknown. There were no patient consequences. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a cannulated polyaxial screw driver shaft. This is report 1 of 1 for (B)(4).